Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in hub separated from the device. The following information was provided by the initial reporter : the customer reported about the needle/shield separation from the barrel when removing the orange shield.

Manufacturer narrative:
H.6. Investigation: customer returned several images of a single syringe with a polybag identifying it as a 0.3ml, 29 gauge, 12.7mm syringe from lot 0160988. The syringe has had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 0160988. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone# : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in hub separated from the device. The following information was provided by the initial reporter : the customer reported about the needle/shield separation from the barrel when removing the orange shield.